Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a total laparoscopic hysterectomy, during vaginal cuff closure, the needle broke in half and fell into the patient cavity. The fallen pieces were retrieved. Another device was used to complete the case. There was no patient injury.